Event description:
In two cases, the perfusioninst noted unusually high blood potassium levels. Upon evaluation of unused product of the same part number, the perfusionist found that some of the 8:1 w/shunt packages acutally contained 4:1 w/shunt cardioplegia delivery lines. For the two cases in which suspect suspect product was utilized, the patients required no additional treatment and their recovery was remarkable. The actual product utilized in the two cases was not returned to the manufacturer for evaluation.

Event description:
In two cases, the perfusionist noted unusually high blood potassium levels. Upon evaluation of unused product of the same part mumber, the perfusionist found that some of the 8:1 w/shunt packages actually contained 4:1 w/shunt cardioplegia delivery lines. For the two cases in which suspect product was utilized, the patients required no additional treatment and their recovery was unremarkable. The actual product utilized in the two cases was not returned to the manufacturer for evaluation.